Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed a setscrew stuck in the atrial connector bore.

Event description:
It was reported that during implant that there were setscrew difficulties. The screw did not do the "characteristic sound" after trying several times. A new device was used. The device was not implanted. No patient complications have been reported as a result of this event.